Event description:
It was reported that the patient received inappropriate shocks due to av association delta overruling discrimination in an ongoing svt. Programming changes were made and resolved the issue. The patient was fine after the event.